Event description:
There was no image on the opticross ivus catheter after placement into the patient. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg rep directly to coordinate return and provide details of the event. Manufacturer response for intravascular ultrasound catheter, opticross ivus catheter (per site reporter) clinical site notified mfg rep directly.